Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and per additional information that a patient with an edwards surgical valve implanted in the aortic position underwent a valve-in-valve procedure after an unknown implant duration due to calcification. The procedure was performed successfully with a 23mm 9755rsl transcatheter valve.

Manufacturer narrative:
Manufacturer narrative: updated sections h6 device code(s). Corrected data: based on the additional information, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported and per investigation that a patient with an edwards surgical valve implanted in the aortic position underwent a valve-in-valve procedure after approximately 17 years and 6 months due to severe stenosis. The procedure was performed successfully with a 23mm 9755rsl transcatheter valve.